Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two months after being implanted, the implantable cardiac monitor (icm) was protruding through the incision site. It was further reported that the device experienced undersensing, interference and noise due to the device "breaching the pocket" and loss of signal. It was confirmed the patient did not experience an infection or fever. The device was explanted and the patient was treated with antibiotics. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.